Event description:
Pt having an angioplasty of left anterior descending coronary artery. Procedure normal until second inflation of balloon at 8 atmospheres. Dial of inflation device dropped quickly and upon fluoro a leak was noted in balloon as well as a disection of artery. Pt having chest pain. Surgeon consulted and pt taken to bypass surgery emergently.